Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 110mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with some cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.